Event description:
Pt reported leaking from cadd legacy tubing for a remodulin ph-21-7106, ext set / cadd m/ml 60" tubing (lot #58x081) at filter disc noticed clothing wet where that was touching. Had cnss f/u with pt she too suspected defective tubing. Called pt back and he discarded this tubing. Advised to keep tubing if he notices leaking issue again. Extra tubing shipped to replace other tubing. No further issues or problems so far. No ae as result. Md not consulted. Dose or amount: 1, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: pah.